Manufacturer narrative:
Analysis of the lead showed that all conductors were broken 26.5 cm from the proximal end.

Event description:
It was reported that during troubleshooting in the operating room (or), no stimulation could be obtained and therefore the device was explanted. It was stated that when attempting to remove the sacral tined lead, the lead broke, which resulted in fragments being left in the body. The fragments were attempted to be removed, but it was unsuccessful. It was noted the patient was made aware of the situation and was informed to not have an MRI by the physician. It was indicated the patient was doing well post-operative. No plans to return to the or for further testing were reported. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889, serial# (B)(4), explanted: (B)(6) 2012. Product type: lead. (B)(4). Report source: (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).